Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, after the sheath was removed from the apex, the purse strings were completely pulled out, creating three holes in the lv. It took approximately 35 minutes to put the patient on cps (related to femoral anatomy) and the patient lost approximately 3 liters of blood. There was no circulatory volume or perfusable blood pressure for a prolonged period despite CPR. It was decided by the physicians to cease resuscitation.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the root cause of the bleeding was due to the purse strings being completely pulled out of the apex, creating three holes in the lv. It was not indicated if the tissue was friable. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore, no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.